Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was infusing at a slower rate during patient infusion. The 250ml vancomycin was running 250ml for one hour but when it was check an hour and a half later it was still running with 15 minutes left and the bag was 1/4 full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.